Event description:
Per the original reporter in mrr report #: mw5111935; "balloon on her amt mini ace button was leaking and had completely deflated."

Manufacturer narrative:
This report is a response to MDR report # mw5111935 which was received by amt from the FDA on 09/23/2022. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The information provided in the MDR report was extremely limited, with no reporter contact information, part number, batch information, device longevity, or other information that could be used to investigate the report. As the reporter cannot be contacted, we are unable to obtain the device for examination. The complaint information has been logged into our complaint database for trending purposes. (B)(4) was assigned to this report.